Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the equipment presented an aspiration problem during a vitrectomy procedure. The procedure was completed with an alternate system with delay of less than 15 minutes. There was no harm to the pt. No procedures were canceled due to this event.